Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit would not power on and off due to a damaged switch harness.

Event description:
A user facility reported to olympus that the power button was broken. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Event description:
The intended procedure was completed after a delay, described by the reporter, as a few minutes. The intended procedure was completed using another device (no information available).

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction of the power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change to improve the durability of the power switch has since been made. The subject device within this report was manufactured prior to the design change.